Event description:
After the cross clamp was applied to the aorta, the mps reported an arrest pump failure and was unable to deliver arrest agent. The perfusionist attempted to resolve the issue several times without success and the cross-clamp was removed. A bag was used to deliver the arrest agent in a 4:1 ratio through the mps.